Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for repair. No visual anomalies were detected in this visual inspection. The nt generator was connected to an external power source and the generator was powered on. The field reported event of communication error was able to be reproduced. Based on the provided information and the observed symptoms, the issue was isolated to a faulty power supply unit. Replacing the power supply unit resolved the reported problem. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported complaint of communication error was confirmed. As received, the reported field event was isolated to an non-functional power supply and issue was resolved by replacing the power supply unit.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a radiofrequency ablation procedure, when the patient was being prepped, there was a communication error, which caused the screen to freeze, and the procedure was cancelled. There were no adverse consequences to the patient.